Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using nasopharyngeal sample involving unknown quantity of patients and one lot number. This MFR. Report addresses test three (3) of three (3). Confirmation testing via pcr (platform unknown) was performed and generated a negative result. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m217731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot m217731and test base part number 192-430 / lot m217731. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m217731 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded; single-use device.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using nasopharyngeal sample involving unknown quantity of patients and one lot number. This MFR. Report addresses test three (3) of three (3). Confirmation testing via pcr (platform unknown) was performed and generated a negative result. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.